Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00527.

Event description:
Allegedly patient suffered a sudden pain at the right hip. This component was removed during the revision of another component.

Manufacturer narrative:
Conclusion: product did not contribute to event. Complaint history reviewed and the analysis shows no trend for item/lot. The component has no remarkable visual findings other than damage consistent with removal. Removal of this component is expected during this type of revision surgery.